Event description:
Customer reports the following: "staff reported to biomed that pump is having cassette tubing error. Biomed cleaned pins/sensors, tried multiple cassettes. No patient harm." Preliminary review indicates that there was a flow restriction on the positive valve and that this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.